Event description:
Enduser reported thrombus was noted on the distal side of the device during routine follow-up 1 month following implantation. According to the end-user the device was implanted in 05, routine echo in 5/05 revealed thrombus on the left side of the device. Coumadin was added to the patient's regemine from 5/05 to about 5 weeks. The implant was surgically removed and discarded at the end user facility. According to the enduser the patient was complaint to meds.